Event description:
In one or in malmö hospital, the glass from a monitor has come off 2 times. The exact serialnumbers are not known of the display were the glass came off. The customer reports that the glass came off without interference from anyone. The incident did not occur during a surgical procedure. There was nobody in the room when the glass fell down.